Manufacturer narrative:
(B)(4). The customer reported that the battery had failed. The unit and battery were evaluated locally by a philips field service engineer and the failure was verified. Replacement of the battery resolved the failure.

Event description:
The customer reported that the battery had failed.